Event description:
A pt was found on the floor bleeding from laceration to the head over right eye. The pt was assisted back to bed and md called. The pt was awake but groggy, pupils equal and reactive. The hand grip and leg movements weak. Sent for CT of head which showed subdural hematoma with minimal shift to left. Platelet count on date of fall was 12. Had previous fall about a week earlier and bedcheck was put on the pt's bed. It did not alarm when the pt got out of bed. When the sheets were moved prior to putting pt back in the bed, the bedcheck alarmed. Device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working) device usage problem: device malfunction-that is, the device did not do what it was suposed to do.